Manufacturer narrative:
The customer reported that one of their central nurse's station (cns) screens went black. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that one of their central nurse's station (cns) screens went black. No harm or injury was reported.